Event description:
It was reported that the pump of the cardiohelp stopped during treatment. The emergency drive was used till the cardiohelp was exchanged. No harm to patient has been reported. Complaint ID# (B)(4).

Manufacturer narrative:
A follow-up emdr will be submitted when additional information becomes available. A getinge technician will investigate the cardiohelp.

Manufacturer narrative:
It was reported that the pump stopped, the hand crank was used and the cardiohelp was exchanged during treatment. No harm to the any person was reported. A getinge service technician (fst) was sent for investigation on (B)(6) 2022 and recognized that the pump disposable error was found to be due to a misdetection of the hls set. He performed safety, calibration, and functionality checks to factory specifications. The affected hls set will be investigated within the complaint# (B)(4) (mfg report number 8010762-2022-00097). As stated by the fst a wrong connection between the hls set and the cardiohelp caused the pump disposable error. The logfiles of the cardiohelp device were analysed and showed that on (B)(6) 2022 the error message "pump disposable error - stop" occurred three times and the message "no disposable detected". According to the risk file version 24 following root causes can lead to the reported failure: occlusion in the disposable, no or insufficient coupling between the cardiohelp and the hls set, magnetic coupling disturbed. The IFU (instructions for use) of the cardiohelp includes a warning under chapter 2 "do not remove the disposable product during normal operation." Furthermore in the IFU (instructions for use) it is stated in chapter 2.1.4 "please refer to the respective instruction for use of the disposables". In reference of the current IFU for disposables (instructions for use / 1.5 / g-270 / 02) the following is stated in chapter 5.3.1 safety instructions for the oxygenator: incorrect installation of the hls module advanced can lead to device malfunction. Install or remove the device only when the pump of the cardiohelp-I is at a standstill (0 rpm). Ensure that the device is fitted onto the device correctly and securely fixed, to eliminate the risk of magnetic decoupling between the drive and the centrifugal pump. The device was manufactured on 2020-09-23. The device history record (DHR) of the cardiohelp was reviewed on 2022-03-17. There is no indication that manufacturing issues occurred, thus production related influences are unlikely to have contributed to the reported failure. Based on the results the reported failure "device stopped while running" could be confirmed, but was not related to a malfunction of the cardiohelp. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID# (B)(4).